Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comments that the programmer would not operate normally, would freeze during interrogation, and had issues booting up. It was indicated that the hard drive health was at ninety-nine percent and there was a system error noted in the recent log file. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not operate normally, would freeze during interrogation, and had issues booting up. The programmer was returned for service. No patient complications have been reported as a result of this event.